Event description:
At the end of placement procedure with seldinger technique echo-guided, while removing tear-away sheath, tear-away tabs broke preventing this operation. Klemmer forceps were used afterward to remove the sheaths.

Manufacturer narrative:
All manufacturing processes were reviewed and nothing out of specification was found. Based on the investigation performed the failure mode may be related to the manufacturing process that involves the presence of the slit on the valve tearaway. Incorrect or missing scoring of the sheath could cause difficulty splitting the sheath resulting in the reported condition. Without an evaluation of the device involved this condition cannot be confirmed.